Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. Using standard technique, the endopulmonary vent catheter was placed into the pulmonary artery under "tee" and fluoroscopic guidance at the beginning of the case. The operation proceeded uneventfully until completion of the anastomoses. The surgeon then noted that the tip of the epv was visible just below the epicardial surface adjacent to the septum. The epv had traversed through the right ventricular free wall towards the left ventricle. There was no evidence of a vsd on "tee". The surgeon placed a plodgeted mattress repair stitch in the right ventricle wall. The pt came off bypass uneventfully. The surgeon believes that the epv was placed too proximally in the pulmonary artery. During rotation of the heart to allow distal anastomses, the epv slipped into the right ventricle and was pushed partially through the right ventricular free wall in the direction of the left ventricle. The suture was placed as precaution to prevent rupture.